Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts rows in the mid-section of the stent were damaged; lifted and pulled in a distal direction. It was also noted that the stent had slightly moved on the balloon in a distal direction. The undamaged section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft polymer extrusion profile found that the inner extrusion was kinked 3mm distal of the bi-component weld. This type of damage is consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 x 20mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. However, it was noted that the edge of the stent struts were lifted. The procedure was completed with another 5x12mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 x 20mm synergy drug eluting stent was advanced but failed to cross the lesion. However, it was noted that the edge of the stent struts were lifted. The procedure was completed with another 5x12mm synergy stent. No patient complications were reported and the patient's status was stable.